Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 462 mg/dl while wearing the pod longer than 48 hours. Patient's friend also reported the high bg levels may have been attributed to patient experiencing a seasonal stomach flu. Symptoms reported include hyperglycemia, dehydration, and loss of consciousness. Patient was also diagnosed with stage 3 kidney failure. The patient was intubated, treated with an intravenous fluids and insulin, and put on dialysis. 10 days after being admitted, patient was extubated once she came out of a coma, and dialysis continued. The patient had been in the hospital for 17 days thus far and was still hospitalized at the time of the reporting. This pod was discarded.